Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to moisture damage to the force sensor resistor. The functional testing could not be completed due to this anomaly. The motor was tested outside of the device and passed. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube, cracked battery tube threads, minor scratches on the display window and a stained end cap sticker. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed during the prime. The blood glucose reading was 137 mg/dl. The customer received no beeps or numbers on the display of the insulin pump, and was stuck on a rewind complete/bolus delivery loop. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.